Event description:
It was reported that the 9800 system had a kvp and ma error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive, filament drive, snubber, and high voltage regulator boards were replaced during the service call. The system was tested and found to be working as intended, and put back into service.